Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient information: although requested, patient demographics not provided.

Event description:
The customer reported they noticed the device was smoking. Although requested, no additional information was provided by customer. There was no report of harm.